Event description:
It was reported that after puncturing the vein with the introducer needle, no blood could be aspirated. As a result, the needle was removed. There was no delay in treatment, no patient death, and no complications were reported. Follow up information received on (B)(6) 2012 states when the needle was flushed, the jet of fluid came out bow-shaped as if inside the needle would be a burr or something else. Blood could not be aspirated through the needle.

Manufacturer narrative:
(B)(4).